Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that the insulin cartridge was leaking from the plunger on the bottom of the cartridge. No adverse event was reported. The insulin cartridge was requested to be returned for product evaluation.